Event description:
The following was reported to hamilton medical ag: during service software : pressure sensor assembly test fails. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag`s conclusion is the following: root cause: defective pressure sensor assembly. Leak in presssure sensor assembly. Correction: replacement of the pressure sensor assembly. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag`s conclusion is the following: root cause: defective pressure sensor assembly. Leak in presssure sensor assembly. Correction: replacement of the pressure sensor assembly.

Event description:
The following was reported to hamilton medical ag: during service software : pressure sensor assembly test fails. No patient involvement.